Event description:
Additional information noted that the rv lead was tested with two competitor pacing system analyzers (psa) which both showed out of range pace impedance measurements. It was also noted that a good connection was seen, but an x-ray will be performed for further review. A review by (B)(4) technical services (ts) noted that the changes in impedance may be potentially related to implant scenario and additional follow-up should be considered in order to monitor impedance trend as well as pacing threshold and new episodes stored in the device.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker the pace impedance measurements were high, and at the end of the implant were less than 2000 ohms. At the post implant checks the values were high and out of range. The system was implanted. No adverse patient effects were reported.